Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose level ranged from 228-229 mg/dl. Customer continued using the cartridge and declined to further troubleshoot with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.